Event description:
Healon s prepared to be used during phacoemulsification/iol procedure. Assembled according to manufacturer instructions. However, plunger would not plunge despite correct assembly. Second syringe obtained and used for procedure.